Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and the motor error. The customer¿s blood glucose level was unknown. The troubleshooting was performed for the button and the motor error. The drive support cap was normal. The device will be returned for the analysis.